Event description:
05/21/2019: integrum received adverse event report regarding deep infection: patient (B)(6) has been followed since (B)(6) , 2020, for a presumed superficial suture line infection,managed with oral antibiotics and follow-up with her local orthopaedic surgeon. However, on (B)(6) 2020, a thigh mr scan confirmed the presence of deep infection. Because of the accuity of her symptoms and travel restrictions associated with the covid-19 pandemic, the patient underwent surgery in (B)(6) with a surgeon specializing in osseointegration on (B)(6) 2020. The patient was noted to have evidence of deep infection involving the implant and femoral bone. Multiple cultures were obtained and aggressive debridement was performed. The implant was found to be securely fixed, with stable osseointegration. The patient will be receiving antibiotic treatment according to the recommendations of the infectious disease specialists. Deep infection is resolved/resolving as expected at the time of the report. The event is not unanticipated and is not more serious or frequent than expected). 12/15/2020: it has been reported that the infection has been cleared. The patient has other major health issues but nothing related to oi or the surgery.

Event description:
On 05/21/2019: integrum received adverse event report regarding deep infection: patient (B)(6) has been followed since (B)(6) 2020, for a presumed superficial suture line infection,managed with oral antibiotics and follow-up with her local orthopaedic surgeon. However, on (B)(6) 2020, a thigh mr scan confirmed the presence of deep infection. Because of the accuity of her symptoms and travel restrictions associated with the covid-19 pandemic, the patient underwent surgery in (B)(6) with a surgeon specializing in osseointegration on (B)(6) 2020. The patient was noted to have evidence of deep infection involving the implant and femoral bone. Multiple cultures were obtained and aggressive debridement was performed. The implant was found to be securely fixed, with stable osseointegration. The patient will be receiving antibiotic treatment according to the recommendations of the infectious disease specialists. Deep infection is resolved/resolving as expected at the time of the report. The event is not unanticipated and is not more serious or frequent than expected).